Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. Customer treated with orange juice, got up to about 45 mg/dl; blood glucose fluctuated for about an hour and then it gradually came up. Customer is having issues with sensor glucose vs blood glucose. Customer states that yesterday she was 187 sensor glucose and she treated with insulin off the sensor glucose; 20-30 minutes later got up and knew she was low, 35 mg/dl. Customer started having issues about (B)(6) 2016, does not know sg or bg issue at this time. Customer runs low in the morning. Customer states that she has changed her basal rates on her own, advised the customer she needs to talk to health care professional about her settings. The insulin pump will not be returned for analysis.